Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 15mm sjm masters series hemodynamic plus valve was implanted in the patient. On (B)(6) 2026, the valve got explanted due to patient outgrowing the valve. A new 15mm sjm masters series hemodynamic plus valve was implanted.